Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supplies to address the issue. Customer's blood glucose was between 454-545mg/dl which was addressed with a manual injection.